Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va128dv, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a couple of falls which damaged the lead wires. The lead wires were frayed as a result of the falls. The entire system was replaced and the patient recovered completely. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.